Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device had migrated to the uterine wall and right fallopian tube was widely patent/perforation (fallopian tube(s)"), device dislocation ("attempt removal of essure devices/ essure devices could not be removed because they could not be found"), device breakage ("essure (right) was grasped and removes as much as possble but enable to remove all of it") and genital haemorrhage ("bleeding") in a 32-year-old female patient who had essure (batch no. D01977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. In 2014, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 5 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain/pain"), breast pain ("breast pain"), complication of device removal ("essure (right) was grasped and removes as much as possble but enable to remove all of it") and abdominal pain upper ("stomach pain"). The patient was treated with tocopherol (vitamin e) and surgery (hysteroscopy: removal of right essure device). Essure was removed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain and breast pain had not resolved and the migraine, headache, dyspareunia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, breast pain, complication of device removal, device breakage, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: per mr: on (B)(6) 2015, right coil was removed (incomplete) and on the same day new device was placed in right tube. (Essure device seen protruding into the endometrium by the right tubal ostium). On (B)(6) 2015, she underwent a laparoscopy with bilateral tubal sterilization. She did not remove essure device and on 28-oct-2015 she advised of complications from her essure removal procedure. 04dec2014: trailing coil in uterus 3. Trailing coil in uterus 4. Patient tolerates the procedure without incident 01may2015: trailing coil in uterus 7. Patient tolerates the procedure without incident. 14aug2015: malpositioned right fallopian tube closure device, not within the lumen of the right fallopian tube but possibly within adjacent to the well of the fallopian tube and fundal aspect of uterus. The right fallopian tube widely present, successful closure of the left fallopian tube. 09mar2015: there is strong opinion that right fallopian tube occluded device is within the wall of uterine fundus superior to the segment of right fallopian tube. One might to better characterize the exact location of the right sided occlusion device. Concerning the injuries reported in this case, the following ones were described: device breakage and complication of device removal and the following ones were confirmed: breast pain and fallopian tube perforation in patient´s medical records. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device had migrated to the uterine wall and right fallopian tube was widely patent/perforation (fallopian tube(s)"), device dislocation ("attempt removal of essure devices/ essure devices could not be removed because they could not be found"), genital haemorrhage ("bleeding") and device breakage ("essure (right) was grasped and removes as much as possble but enable to remove all of it") in a 32-year-old female patient who had essure (batch no. D01977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 5 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)").on (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain/pain"), breast pain ("breast pain"), complication of device removal ("essure (right) was grasped and removes as much as possble but enable to remove all of it") and abdominal pain upper ("stomach pain"). The patient was treated with tocopherol (vitamin e) and surgery (hysteroscopy: removal of right essure device). Essure was removed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain and breast pain had not resolved and the migraine, headache, dyspareunia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, breast pain, complication of device removal, device breakage, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: per mr: on (B)(6) 2015, right coil was removed (incomplete) and on the same day new device was placed in right tube. (Essure device seen protruding into the endometrium by the right tubal ostium). On (B)(6) 2015, she underwent a laparoscopy with bilateral tubal sterilization. She did not remove essure device and on (B)(6) 2015 she advised of complications from her essure removal procedure. (B)(6) 2014: trailing coil in uterus 3. Trailing coil in uterus 4. Patient tolerates the procedure without incident (B)(6) 2015: trailing coil in uterus 7. Patient tolerates the procedure without incident. (B)(6) 2015: malpositioned right fallopian tube closure device, not within the lumen of the right fallopian tube but possibly within adjacent to the well of the fallopian tube and fundal aspect of uterus. The right fallopian tube widely present, successful closure of the left fallopian tube. (B)(6) 2015: there is strong opinion that right fallopian tube occluded device is within the wall of uterine fundus superior to the segment of right fallopian tube. One might to better characterize the exact location of the right sided occlusion device. Concerning the injuries reported in this case, the following ones were described: device breakage and complication of device removal and the following ones were confirmed: breast pain and fallopian tube perforation in patient´s medical records. Most recent follow-up information incorporated above includes: on 2-aug-2018: pfs received. Events: stomach pain, headaches, migraine, dyspareunia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device had migrated to the uterine wall and right fallopian tube was widely patent/perforation (fallopian tube(s)"), device dislocation ("attempt removal of essure devices/ essure devices could not be removed because they could not be found"), genital haemorrhage ("bleeding") and device breakage ("essure (right) was grasped and removes as much as possble but enable to remove all of it") in a 32-year-old female patient who had essure (batch no. D01977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. On (B)(6) 2014 the patient had essure inserted. On (B)(6) 2015, 3 months 5 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain/pain"), breast pain ("breast pain") and complication of device removal ("essure (right) was grasped and removes as much as possble but enable to remove all of it"). The patient was treated with tocopherol (vitamin e) and surgery (hysteroscopy: removal of right essure device). Only essure on the right side was removed ( a new one was placed in the right tube on (B)(6) 2015). At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain and breast pain had not resolved. The reporter considered breast pain, complication of device removal, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: per mr: on(B)(6) 2015, right coil was removed (incomplete) and on the same day new device was placed in right tube. (Essure device seen protruding into the endometrium by the right tubal ostium). On (B)(6) 2015, she underwent a laparoscopy with bilateral tubal sterilization. She did not remove essure device and on (B)(6) 2015 she advised of complications from her essure removal procedure. (B)(6) 2014: trailing coil in uterus 3. Trailing coil in uterus 4. Patient tolerates the procedure without incident. (B)(6) 2015: trailing coil in uterus 7. Patient tolerates the procedure without incident. (B)(6) 2015: malpositioned right fallopian tube closure device, not within the lumen of the right fallopian tube but possibly within adjacent to the well of the fallopian tube and fundal aspect of uterus. The right fallopian tube widely present, successful closure of the left fallopian tube. (B)(6) 2015: there is strong opinion that right fallopian tube occluded device is within the wall of uterine fundus superior to the segment of right fallopian tube. One might to better characterize the exact location of the right sided occlusion device. Concerning the injuries reported in this case, the following ones were described: device breakage and complication of device removal and the following ones were confirmed: breast pain and fallopian tube perforation in patient´s medical records. Most recent follow-up information incorporated above includes: on 3-jul-2018: case correction after internal review. Events: "attempted removal of essure devices"/ essure devices could not be removed because they could not be found" were added from pfs. The event: "device was not 100%secure" was deleted. The event: "essure (right) was grasped and removes as much as possble but enable to remove all of it" (from medical records) was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices could not be located"), embedded device ("right essure device had migrated to the uterine wall and right fallopian tube was widely patent") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced embedded device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain/ pain"). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, genital haemorrhage and pelvic pain had not resolved. The reporter considered device dislocation, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015, she underwent a laparoscopy with bilateral tubal sterilization. The essure devices could not be located and therefore, could not be removed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.